Event description:
Bipap (resmed stellar) stopped functioning with no appreciable pressure being delivered - screen also noted to be blank. Rn attempted to turn device back on, however, reported to keep turning off. Patient with desaturation to spo2 60's and placed back on nasal oxygen without further incident and improvement in saturation. Bipap machine pulled from service and replaced with substitute machine. Pulled machine noted to be markedly warm to touch.